Event description:
The company was informed that the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
The recipient reportedly experienced loss of lock prior to explant surgery.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed the electrical test performed. The device failed the residual gas analysis test. The internal visual inspection revealed some resistors had a corroded trace. It is believed that the failure of this implantable cochlear stimulator (ics) device was caused by a loss of hermetic seal. This is concluded from the residual gas analysis data and intrusion of the dye penetrant into the ics inner cavity, due to a fine leak failure in the feedthru assembly. Moisture admitted into this device through this leak resulted in the corrosion of the resistive film material and the shift in resistance values of some resistors. This ultimately caused the device to cease functioning. This older device configuration is no longer manufactured. This is the final report.